Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and indicated that one of their two atellica ch 930 analyzers produced a discordant, falsely depressed enzymatic creatinine_2 (ecre_2) result. The customer could not identify when the sample was run. They also could not identify the instrument that produced the discordant result. Siemens remotely reviewed the analyzer's log file for atellica ch 930 analyzer serial number (B)(4) and could not find the results associated with the sample ID provided by the customer. Siemens remotely investigated the issue and observed several errors in the service log on the atellica ch 930 analyzer, serial number (B)(4), which indicated "a dilution arm sample abnormal aspiration was detected", "the reagent 2 (r2) did not detect water in drain" and "dilution arm clog detected". However, siemens was unable to correlate the error messages timelines with the time that the discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site to service the atellica ch 930 analyzer serial number (B)(4) and replaced the dilution mixer. The customer states that there was no quality control (qc) out of range results. A quickcheck was performed in the service diagnostics mode and no errors were found. A precision study was performed for another assay, and no imprecision was observed. The cause of the discordant, falsely depressed ecre_2 result is unknown. The "serial number" was completed with two serial numbers as the customer suspected that one of the two atellica ch 930 analyzers in their lab produced the discordant result. However, the customer is unable to specify the serial number of the affected analyzer and is not available for further questions. Additionally, the customer declined further investigation on the analyzer with serial number (B)(4). The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated on the same atellica ch 930 analyzer. The repeat result was higher than the discordant result. The repeat result was reported as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecre_2 result.